Event description:
It was reported that the screw had loosened at the site. Abutment/crown was removed. Screw was replaced. Tightened to 20ncm. Verified occlusion/ lack of eccentric interferences.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw had loosened at the site. Abutment/crown was removed. Screw was replaced. Tightened to 20ncm. Verified occlusion/ lack of eccentric interferences.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg was not returned for investigation. Therefore, visual inspection could not be performed and the investigation was based on the risk management files and appropriate IFU. Per: no pre-existing conditions were noted on the per. The device was intended for tooth position # 3 (universal). Picture/x-ray: pictures or x-ray images were not provided. Appropriate documentation reviewed: documents reviewed: biomet 3i restorative product IFU (p-iis086gr) rev f ¿ oct 2019. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section precautions, it is stated that improper technique could cause screw loosening and reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. DHR review: DHR review was performed for the iunihg with subject lot number (1229513). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: a lot specific complaint history review (1229513) was performed for similar events using complaint category keyword : screw loosening and there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or products (iunihg). Based on the available information, device malfunction of the iunihg could not be verified and the reported event was non-verifiable. Sections updated: b4: date of this report g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative